Event description:
Adverse event(s): "infected eyes" (infection); "infiltrates" (corneal infiltrates); "corneal edema" (corneal edema). Product problem(s): "none reported" (no information). An optometrist reported that she has seen about ten patients who have experienced contact lens related eye infections while using this product. She stated they are also experiencing infiltrates and corneal edema. She reported the symptoms may not be related to the contact lens solution but they were not cleaning their lenses well enough. Symptoms were treated with an unspecified antibiotic and resolved.

Manufacturer narrative:
The complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information requested by fax or mail on 07/30/2010 and by phone on 07/28/2010, 08/29/2010, 08/30/2010, 08/10/2010 and 08/17/2010. A completed questionnaire has not been received. (B)(4).